Event description:
The patient reported "having hot twinges in my heart", and inquired whether it could be caused by the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.